Event description:
It was reported that this patient presented to the hospital for asystole and syncope. Upon interrogation of this cardiac resynchronization therapy defibrillator (crt-d) it was found that there were high capture thresholds on this right ventricular (rv) lead. Technical services (ts) analyzed presenting electrogram (egm) and discussed reprogramming options with boston scientific field sales representative. Thresholds were increased by programming. No additional adverse patient effects were reported. Currently, this crt-d system remains in service. According to additional information, this rv lead was explanted and replaced with a new rv lead due to high capture thresholds. No additional adverse patient effects were reported. This product will not be returned to boston scientific for further investigation.

Event description:
It was reported that this patient presented to the hospital for asystole and syncope. Upon interrogation of this cardiac resynchronization therapy defibrillator (crt-d) it was found that there were high capture thresholds on this right ventricular (rv) lead. Technical services (ts) analyzed presenting electrogram (egm) and discussed reprogramming options with boston scientific field sales representative. Thresholds were increased by programming. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.